Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. The patient was treated injection vancomycin (2g every five days, route and duration not reported), injection fortum (1g daily; route and duration not reported), and intraperitoneal heparin (0.5ml per bag; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. At the time of this report, the vancomycin, fortum, and heparin remain ongoing. No additional information is available.